Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing high blood glucose since (B)(6) 2015. Blood glucose was over 300 mg/dl and currently was at 422 mg/dl. The drive support cap is recessed. Customer stated that the settings are programmed correctly. Customer declined to check for site/set issues. The insulin pump passed the high pressure test. Customer was advised to change the entire infusion set and reservoir. The customer mentioned she had an eye surgery and is using eye drops that could be affecting her blood glucose level.